Manufacturer narrative:
Na.

Event description:
The customer received calibration errors and questionable results for three patient samples from the cobas 4000 c (311) analyzer. Data was only provided for high ise indirect gen.2 results for one patient sample that was repeated on a siemens dimension exl200 analyzer. The initial sodium result was 162.0 mmol/l and the repeat result was 145.0 mmol/l. The initial chloride result was 122.8 mmol/l and the repeat result was 108.0 mmol/l. The erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers and expiration date were requested but were not provided. The customer pulled out all of the ise electrodes and cleaned them as there was some crystalline buildup. The customer changed several of the ise reagents, replaced the sample probe, and ran calibrations and qc which were unacceptable. The field service representative found the rinse mechanism nozzles were partly plugged. He cleaned the rinse mechanism and the customer ran controls and calibration within results within specifications. The investigation determined the issue was resolved by the service actions.